Event description:
It was reported that during a cartridge change the pump motor sounded weak during rewind/prime, and subsequent troubleshooting identified a loose connection at the luer connector causing insulin to exit the cartridge instead of the infusion set tubing; after replacing the components, normal motor sound returned and delivery proceeded as expected. Symptoms included low blood glucose with the user needing to eat to keep glucose above 80 and after meals due to perceived strong corrections. Outcomes included consumption of carbohydrates to mitigate hypoglycemia and the clinician¿s adjustment of the ilet target to a higher setting for all day to reduce lows. Investigation included troubleshooting with the user and clinical follow-up. Investigation of this case revealed an incomplete cartridge load due to a loose luer connector resulting in insulin leakage at the cartridge interface rather than through the infusion set. It was concluded that user education and replacement of the affected disposable components resolved the issue, with no device malfunction identified and no medical intervention or hospitalization required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.